Event description:
It was reported that during an unspecified treatment procedure, a guide wire punctured the balloon catheter. Vascular access was obtained through the right femoral artery. The target lesion was located in the tibia-peroneal trunk. The physician attempted to load the 2 x 80mm sterling sl balloon catheter on a non-bsc guide wire however, the guide wire punctured the catheter at the proximal marker. The puncture caused the balloon to "bundle up on itself". The physician pulled everything out of the patient and the procedure was completed with a 2 x 40mm sterling balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 50% stenosed, and no resistance was noted when loading the sterling balloon catheter on the non-bsc guide wire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was 50% stenosed, and no resistance was noted when loading the sterling balloon catheter on the non-bsc guide wire.

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the sterling sl balloon catheter revealed multiple kinks in the balloon and inner shaft of the device. Examination of the material surrounding the kinks did not reveal evidence of material or manufacturing deficiencies that could have contributed to the kinks. The balloon was inflated to the rated burst pressure (rbp) and no damage or other irregularities were evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).